Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. As per manufacturer's subsidiary, the operation was finished without any problems by moving the tubing to the backup pump. By plugging and unplugging the cable connected to the affected small roller pump, this issue improved after operation was finished. This complaint is related to (B)(4) / medwatch #1828100-2017-00082.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pump stopped. An underspeed alarm occurred and rotation of the pump was not at a constant speed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no underspeed messages while operating the pump to known perfusion techniques. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per log analysis, the pump did not stop as a result of the underspeed but may have been stopped by the user. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported issue. The srt replaced encoder. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
There was no delay.